Event description:
It was reported by service report that the fowler drifts down when it gets to about 25 degrees. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: missing clutch snap ring.